Event description:
It was reported that a right ventricular (rv) lead was explanted due to dislodgement resulting in loss of capture and elevated threshold. Patient experienced twitching after initial implant. A new lead was successfully implanted. No additional adverse patient effects were reported.